Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information was received on 04/29/2026. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint was undetermined due to insufficient information. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 05/13/2026. No receiver data related to issue was provided. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026 at around 1 or 2 am. The patient experienced "coma" and wouldn't wake up. They did not get any alert on the receiver. The wife was trying to wake the patient up but the patient remained unresponsive. When she checked the receiver, the cgm reading was 46 mg/dl and there was no alert. The wife provided the patient honey and candy. There was no bg meter taken at this time and no medication. The patient regained consciousness after the treatment. At the time of the report the patient was fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.